Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had poor air/water supply during a therapeutic gastric endoscopic submucosal dissection (esd) procedure. The intended procedure was completed with the same equipment. The issue was found during inspection for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the nozzle has foreign objects due to insufficient cleaning. Additional evaluation findings were as follows: due to clogging of nozzle, water supply volume does not meet the standard value, due to a pinhole on channel tube, water tightness is lost, the adhesive around light guide lens is peeled, the protector of universal cord on scope connector side, the scope connector cover unit, the lock engagement lever, the free/engage knob, the right/left knob, the up/down knob, the switch box, the scope cover, the scope connector, the universal cord, the grip, the control unit, the plastic distal end cover, the connecting tube all have a scratch, due to clogging of nozzle, water removal ability does not meet the standard value, due to clogging of nozzle, air supply volume does not meet the standard value, the adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, and due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The main component of the foreign material was revealed to be protein. Given that the main component is protein, the foreign material may be derived from body fluid, protein-based chemical agents, or bacteria. Since it can be derived from various sources, the endoscope was unable to be specified. Due to some factors may have caused cleaning to be insufficient, and residue which adhered during procedures could not be fully removed, which resulted in remaining of the foreign material in the nozzle. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ and section 3.8 ¿inspection of the endoscopic system¿ as below. Inspection of the endoscope. 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Instructions, operation manual, chapter 4 ¿operation¿ section 4.3 ¿using endo therapy accessories¿ describes regarding the subject event as below. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury.¿ olympus will continue to monitor field performance for this device.